Manufacturer narrative:
(B)(4). Unit alarmed failed battery test after battery installation, problem isolated to pcb2. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to failed battery test.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm after replacing battery. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.